Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent stimulation on his right side. It was also reported the patient had fallen. The patient met with an sjm representative and diagnostic testing revealed invalid impedance reading on multiple lead contacts. Reprogramming was unable to resolve the issue. Follow-up information revealed the patient's lead was also fractured. Surgical intervention is planned to address the reported issue.